Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported b30 scope communication error code was confirmed and found to be caused by a faulty charge-coupled device (ccd). Additionally, leakage was observed from the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during pre-checks in preparation for use, the hd autoclavable camera head presented a b30 error (scope communication error). There was a delay in the procedure, but there was no clinical impact. The procedure was completed with another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates in d9, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error (scope communication error) was likely caused by a faulty charge-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.